Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high dft threshold was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported high dft threshold could not be determined.

Event description:
It was reported that during implant, there was no termination during dft testing. Device was not implanted. No further information is available.